Manufacturer narrative:
Adverse event was discovered through a published abstract. Several attempts have been made to contact the physician to obtain additional information, including a death certificate or autopsy report. As of 17-jun-2010, the physician/institution has only confirmed that the adverse event occurred between (B)(6)-(B)(6) 2009. A csa medical service representative evaluated the console and found it to be operating within specifications.

Event description:
Patient suffered a cardiac arrest and expired in the operating room. Physician/institution has not provided additional information to company as of 06/17/2010.